Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During bipolar surgery, the cement hardened so rapidly that the stem could not be fully inserted; it hardened after about 6 minutes. The stem was removed and reoperated on (B)(6).